Manufacturer narrative:
H6: investigation summary: DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd micro-fine¿ + pen needle was blocked during the insulin injection. The following information was provided by the initial reporter, translated from chinese: "at 11:00 on (B)(6) 2022, neurology patients were given subcutaneous injection of insulin 22u as prescribed by the doctor. During the injection process, it was found that the pen needle could not be injected. Inspection revealed that the insulin needle was blocked. After the needle was changed, the patient was injected again with no adverse consequences."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ + pen needle was blocked during the insulin injection. The following information was provided by the initial reporter, translated from chinese: "at 11:00 on (B)(6) 2022, neurology patients were given subcutaneous injection of insulin 22u as prescribed by the doctor. During the injection process, it was found that the pen needle could not be injected. Inspection revealed that the insulin needle was blocked. After the needle was changed, the patient was injected again with no adverse consequences."